Event description:
The customer reported that the insulin pump died and the diabetes educator suggested requesting a replacement. The caller stated that the device was stuck in rewind loop. The customer took insulin because she was connected while it was rewinding and priming, and had to drink about a gallon of juice. The blood glucose reading was 40mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.